Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a calcified mid - distal rca lesion. Pre-dilation was carried out using a euphora balloon. The stent was advanced but failed to cross the target lesion. It was reported that when removed it was noted that the stent struts were lifted. The procedure was completed using resolute stents. No patient injury reported.